Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was not calibrating. No patient or user harm was reported.

Event description:
During preventive maintenance, the manufacturer's field service engineer found that the touchscreen was not calibrating. There was no patient involvement.